Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix functions within spec. It was also noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the initial implant attempt, the physician felt the helix of the right atrial lead was not engaging the tissue of the heart adequately after the 4th attempt to implant. The lead was explanted and replaced. No patient complications were reported as a result of this event.